Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood. The customer¿s blood glucose level was 370 mg/dl. The customer¿s current blood glucose is 417 mg/dl. The customer was treated with bolus. The customer¿s other relevant blood glucose was 517 and went down to 320 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.